Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that this was a staged procedure, with the index procedure being performed in 2008, to treat the prox. Lad. A 3.0 x 28 mm xience was used to treat the lesion, which was pre-dilated. The second staged procedure took place the following year, during which the mid and prox rca were treated, which were treated with xience v stents. No procedural complications were reported. Eight months later, the patient presented to the hospital asymptomatic, but with a positive ECG stress test. The patient was scheduled for elective angiography, which revealed restenosis in the prox. Lad and the mid rca. The restenosis in the proximal lad was treated with an additional xience v stent. The restenosis in the mid rca was treated with plain old balloon angioplasty. The patient was discharged two days later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Stenosis, as noted in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Stenosis, EKG changes and hospitalization are listed as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The xience v stent system is being filed under the same part number.